Event description:
It was reported that during a lead revision procedure, the ipg was tested and would not communicate with three different programmers. The patient stated there was stimulation up until the revision procedure, and that the ipg was fully charged the day before the revision procedure. The surgeon decided to replace the ipg during the lead revision.

Manufacturer narrative:
Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Upon visual inspection, discoloration at both septums was observed. No other anomalies were noted. The device would not establish communication with the patient programmer. No other functional tests were performed. Conclusion: the report that the ipg would not establish communication with the programmer was confirmed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.